Manufacturer narrative:
Citation: leong d et al. Utility of permanent-temporary pacemaker in the management of patients undergoing transcatheter aortic valve implantation. Europace. 2016, volume 18. Doi: 10.1093/europace/18.suppl_1.i41c. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding the use of temporary pacemakers following transcatheter aortic valve implant (tavi). All data were collected retrospectively from a single center between january 2013 and december 2015. The study population included 72 patients (demographics not provided) who each received a temporary pacemaker immediately after tavi. Of those patients, 21 were implanted with medtronic corevalve or evolut r bioprosthetic valve (serial numbers not provided). Among all patients, adverse events included transient complete heart block (49%, n = 35) and left bundle branch block (17%, n = 12). The temporary pacemaker remained in place for an average of 2.3 days after tavi. Only 32 patients received a permanent pacemaker before discharge (50% with non-medtronic valves, 31% with medtronic valves). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.